Event description:
A patient reported experiencing inaccurate low results with an ot ultra meter. The patient's blood glucose results were 70 mg/dl (meter), 210 mg/dl (lab). Tests were done 11-20 minutes apart with a difference of 67%. Patient did not experience any adverse events. No further information has been reported.